Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))") and genital haemorrhage ("heavy abnormal bleeding") in a 22-year-old female patient who had essure (batch no. 827983(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adenomyosis and fibrosis. Concomitant products included medroxyprogesterone (depo provera) from (B)(6)2013 to (B)(6)2013 for contraception. On (B)(6)2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, stress urinary incontinence ("bladder or urinary problems or changes stress urinary incontinence"), urethral disorder ("bladder or urinary problems or changes stress urinary incontinence and urethral hypermobility"), allergy to metals ("nickel allergy") and dysmenorrhoea ("dysmenorrhea(cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, genital haemorrhage, vulvovaginal pain, stress urinary incontinence, urethral disorder, allergy to metals and dysmenorrhoea outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, stress urinary incontinence, urethral disorder and vulvovaginal pain to be related to essure. The reporter commented: most, if not all symptoms decreased after essure removal. Diagnostic results: (B)(6) 2016 surgical pathology report: uterus and bilateral fallopian tubes: - cervix: mild acute and chronic inflammation. - endometrium: disordered proliferative changes. - myometrium: adenomyosis.- right and left fallopian tubes: peritubal fibrosis, bilateral essure devices identified. Gross description: at the fundus the essure devices are seen bilaterally. The right fallopian tube measures 4.0 cm in length x 0.3 cm in diameter and the left fallopian tube measures 2.0 cm in length x 0.3 cm in diameter and both contain essure devices most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (invalid batch). Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)) / malposition of essure device"), uterine perforation ("perforation(uterus)") and genital haemorrhage ("heavy abnormal bleeding") in a 22-year-old female patient who had essure (batch no. 827983(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". The patient's concurrent conditions included adenomyosis and fibrosis. Concomitant products included medroxyprogesterone acetate (depo provera) from 8-jul-2013 to 11-jul-2013 for contraception. In august 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, stress urinary incontinence ("bladder or urinary problems or changes stress urinary incontinence"), urethral disorder ("bladder or urinary problems or changes stress urinary incontinence and urethral hypermobility"), allergy to metals ("nickel allergy") and dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/urinarytract/vaginal)"), cystitis ("infection (bladder/urinarytract/vaginal)"), urinary tract infection ("infection (bladder/urinarytract/vaginal)"), female sexual dysfunction ("apareunia"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 201. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, vulvovaginal pain, stress urinary incontinence, urethral disorder, allergy to metals, dysmenorrhoea, hormone level abnormal, vaginal haemorrhage, menorrhagia, vaginal infection, cystitis, urinary tract infection, female sexual dysfunction, migraine, headache, nausea, tooth disorder, dyspareunia, vaginal discharge, fatigue, weight increased and alopecia outcome was unknown. The reporter considered allergy to metals, alopecia, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, stress urinary incontinence, tooth disorder, urethral disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: most, if not all symptoms decreased after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. 24oct2016 surgical pathology report: uterus and bilateral fallopian tubes: - cervix: mild acute and chronic inflammation. - endometrium: disordered proliferative changes. - myometrium: adenomyosis.- right and left fallopian tubes: peritubal fibrosis, bilateral essure devices identified. Gross description: at the fundus the essure devices are seen bilaterally. The right fallopian tube measures 4.0 cm in length x 0.3 cm in diameter and the left fallopian tube measures 2.0 cm in length x 0.3 cm in diameter and both contain essure devices. Most recent follow-up information incorporated above includes: on 8-apr-2019: pfs received, aka added, patient demographic updated, events added- uterine perforation, hormonal imbalance, abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinarytract/vaginal); apareunia, migraines, headaches, nausea, dental problems, dyspareunia, vaginal discharge, fatigue, hair loss, device monitoring procedure not performed. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))") and genital haemorrhage ("heavy abnormal bleeding") in a 22-year-old female patient who had essure (batch no. 827983) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone (depo provera) from 8-jul-2013 to 11-jul-2013 for contraception. On (B)(6) 2013, the patient had essure inserted.in august 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, stress urinary incontinence ("bladder or urinary problems or changes stress urinary incontinence"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea(cramping)") and urethral disorder ("bladder or urinary problems or changes stress urinary incontinence and urethral hypermobility"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, genital haemorrhage, vulvovaginal pain, stress urinary incontinence, allergy to metals, dysmenorrhoea and urethral disorder outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, stress urinary incontinence, urethral disorder and vulvovaginal pain to be related to essure. The reporter commented: most, if not all symptoms decreased after essure removal. Most recent follow-up information incorporated above includes: on 5-apr-2018: pfs received: lot number was added. Events added: stress urinary incontinence, urethral hypermobility, nickel allergy, dysmenorrhea, fallopian tube perforation. Concomitant drug was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (to remove essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.